Event description:
The manufacturer received voluntary medwatch (mw5106753) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging of having lung cancer while using this device. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A correction to b5 was made and should be: the manufacturer previously received information alleging of having lung cancer while using this device related to a CPAP device's sound abatement foam. The reported event of lung cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. After the final attempt to have the device and components returned for evaluation, someone lift the call and said wrong number. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. In initial report, section b3 was captured as 12-may-2022, should be filled as 18-jan-2022. Section h6 updated in this report.